Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 15-aug-2025, the caregiver reported that on (B)(6) 2025 the end-user experienced hypoglycemia of 39 mg/dl following an insulin supply change, which required medical intervention. Ems was called by a caregiver and transported the user to the hospital where they were admitted and treated with manual insulin injections. The user was discharged on (B)(6) 2025 with no long-term health effects.